Event description:
It was reported that the biomed would like support troubleshooting a probe alarm (alarm 14, probe out of range). Suggested, if they have a service kit available, that connects the simulation key to see if gets a reading. Explained how cable could short out, or how the probe itself might be broken or defective in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.